Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Customer¿s blood glucose ranged from 130-140 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.